Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 2.0x12mm mini trek rx balloon dilatation catheter (bdc) outside of patient anatomy, although there was no difficulty connecting devices, a seal was not able to be created between the bdc and a syringe and between the bdc and an unspecified inflation device. Consequently, negative pressure was unable to be pulled and the bdc was unable to be inflated using both the syringe and the inflation device. A leak was observed, but its origin was unable to be confirmed. The same syringe and same inflation device was used successfully with an unspecified replacement device. There was no patient involvement and no occurrence of a clinically significant delay. Another unspecified device was used for the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.